Event description:
It was reported that during a lap nephrectomy procedure, the device fully cut and partially stapled. The artery began to bleed and the procedure was converted to open. The patient received two units of blood. The patient is in stable condition.

Manufacturer narrative:
Information anticipated, but unavailable at this time.